Manufacturer narrative:
Author: ekkapoj korwutthikulrangsri title: midterm outcome after en bloc resection of c2 chordoma with transoral mandibular split and mesh cage reconstruction: a case report source: https://doi.org/10.1186/s13256-023-03958-2 publication date: june 03, 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the patient presented with mild neck pain radiating to the left arm and numbness in her left hand for 3 months. The patient underwent a two-stage procedure involving posterior instrumentation fusion and a transoral mandibular split with titanium mesh cage reconstruction. The patient was ventilated with a size 6 tracheostomy tube. On post operative day 4, the trach was removed and replaced with a size 6 silver tube as it was less irritating and easier to manage than the plastic tube. On postoperative day 22, the patient was successfully decannulated. During follow up, a swelling mass in the patient's throat was found causing dysphagia and voice change. Additionally, there was a wound dehiscence with exposure of the anterior cervical plate and granulation tissue formation at the nasopharynx surgical wound that required re-suturing.

Manufacturer narrative:
This reported event is not a complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon review of the information provided, this information does not meet the definition of a complaint. There is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device, after it is released for distribution.